Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone number: ext. (B)(6).

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where it was reported the infusion by gravity was normal, but when infusing by pump, the pump showed occlusion. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Received one used 142480489 primary plum set for inspection. No damages or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of a proximal occlusion alarm was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 11/7/2023.